Event description:
This is a report of a home patient (hp) that was admitted to the hospital for scrotal swelling. The hp had 2 inguinal hernias and an umbilical hernia which allowed some peritoneal fluid to leak out causing swelling. The hernias were surgically repaired while in the hospital. At the time of this report the hp was scheduled to be released from the hospital.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The cause of the hernias was undetermined. Review of the manufacturing records, service dates and activities revealed the previous return of the device was not for the reported problem.